Event description:
During the procedure, after passing the 36-french orogastric tube, the surgeon began utilizing the gia stapler. He then noted that the metal sheath on the stapler cartridge bent causing him to be unable to withdraw the stapler through the #15 trocar. The stapler was eventually withdrawn, and there were no adverse affects to the patient.